Event description:
The customer's mother reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was done. Customer's blood glucose was 471 mg/dl. Customer treated with manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No motor error alarm could be verified due to a blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).